Event description:
It was reported that, "during the initial rehab after primary surgery the pt had unusual patellar movement. If she sat without support under her knee and kicked up her leg she could feel the patella slip to the side. She walked up a fairly steep hill (B)(6) 2011 and the patellar button moved out of place. More physical therapy was prescribed and enduro tape had to be used to hold her patella in place. When the pt stands straight up, the patella button is sitting too high and is out of place as seen in x-ray. Because it is sitting up too high, it is slipping up off of the track. The surgeon stated that he does not know how to fix it. She now wears a knee sleeve all of times. She is having pain and discomfort with normal daily activities.

Manufacturer narrative:
Add'l info has been requested, and if received, will be provided in a supplemental report.